Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.